Manufacturer narrative:
This report filed august 31, 2015.

Event description:
Per the clinic, the patient experienced facial nerve stimulation resulting in permanent non-use of the device. Subsequently on (B)(6) 2015 the device was explanted.

Manufacturer narrative:
(B)(4).